Event description:
A surgeon reported that approximately one month following glaucoma filtration shunt implantation, the shunt touched the iris. There was no impact to the pt. The shunt remains implanted.

Manufacturer narrative:
The product was not returned for analysis. Result from the product history record review indicated the product met release criteria. No root cause could be determined by the investigation. There have been no other complaints reported in the lot number. No further info is expected. (B)(4).